Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The initial implant was completed with a 1 bifurcated stent graft and 2 cuffs. There was no ballooning done at the end of the procedure and there was reportedly bad overlap between the grafts due to calcifications in the neck. This resulted in a type ia endoleak and a type iiia endoleak between the components. The physician is planning to re-intervene at a later a date. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. Procedure related harms and the final patient disposition could not be determined. There have been no reports of further (B)(6) patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).